Manufacturer narrative:
Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown procedure on an unknown date, while using a cable tensioner with pistol grip, the cable seemed to slip, and tension could not be maintained. The issue happened two or three times. Another cable set was opened, and the problem was fixed. It is unknown if the procedure was completed successfully and if there was any surgical delay. Patient outcome is unknown. Concomitant device: cable (part: unknown, lot: unknown, quantity: 1). This report is for a ø1.7mm cable lock for pistol grip cable tensioner. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review for part# 03.221.015 lot# p256014 , release to warehouse date: 14-jan-2017 , manufactured by monument, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The customer reported the cable was slipping and the tensioner was not maintaining tension. The repair technician reported the device needed to be sent to the vendor for further testing. Bent is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 29-oct-2018. The vendor reported the device required lubrication. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process.the device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device received by manufacturer. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a cable tensioner with pistol grip. This is report 2 of 2 for (B)(4).